Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the helix was found bent in the sleeve head and would not extend at time of analysis. Concomitant medical product: 5086mri52 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular lead had high thresholds. The patient also had a possible perforation. During the repositioning procedure, the helix of the lead was retracted, but the physician could not re-extend the helix. The lead was explanted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.